Event description:
It was reported that the patient had undergone an atrioventricular (av) ablation procedure. Prior to the procedure, this pacemaker presented with normal function and measurements. However, after the procedure, this device exhibited loss of capture (loc), high capture thresholds, noisy signals, and failure to sense on the right ventricular (rv) channel. Additionally, there were concerns of the device's longevity. It was also noted that the patient had an asystole. Technical services (ts) reviewed the reports and confirmed the noisy signals. Ts also noted that the longevity is as expected as the device's output was changed. Ts provided troubleshooting actions. Subsequently, the physician decided to reprogram the pacemaker. There have been no oversensing and/or loc since the reprogramming. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had undergone an atrioventricular (av) ablation procedure. Prior to the procedure, this pacemaker presented with normal function and measurements. However, after the procedure, this device exhibited loss of capture (loc), high capture thresholds, noisy signals, and failure to sense on the right ventricular (rv) channel. Additionally, there were concerns of the device's longevity. It was also noted that the patient had an asystole. Technical services (ts) reviewed the reports and confirmed the noisy signals. Ts also noted that the longevity is as expected as the device's output was changed. Ts provided troubleshooting actions. Subsequently, the physician decided to reprogram the pacemaker. There have been no oversensing and/or loc since the reprogramming. The device remains in use. No additional adverse patient effects were reported.